Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited septicemia. The physician requested a review of the report. Technical services (ts) provided a review of the report. No additional adverse patient effects have been reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited septicemia. The physician requested a review of the report. Technical services (ts) provided a review of the report. No additional adverse patient effects have been reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed.a review of the devicehistory record (DHR) could not be performed since the mes/matt system yielded no results. Because of the age-related of lead, manufacturing can be ruled out as the most probable cause of the complaint.labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; and translation, wording, or graphics do not require further review as this lead is no longer manufactureda risk review was not completed because the product predated the requirement for risk documentation; however, typically this ar code is accounted for during product development to support acceptable risk benefit for this type of product.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.